Event description:
PICC catheter placed in 2004 and removed 2004. Site prepped with chloraprep, catheter secured with steristrips at hub and 10 ml syringe used to flush catheter. Reporter unable to conclusively identify medications used only that multiple meds were used during therapy. Day shift nurse noted catheter was split/ruptured below disk. Line successfully removed by hand.